Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The lot history record (lhr) review was not performed because the lot number was not reported.

Event description:
It was reported that the patient was implanted with a 4.0 x 28 mm rx vision in his right coronary artery on (B)(6) 2015. Approximately 6 months later, after undergoing another surgical procedure to remove a growth from his colon, the patient began experiencing a rash on his arms, neck and knees. No treatment has been performed as the patient is just now contacting his cardiologist. No additional information was provided.